Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Event description:
The customer reported that the tubing is not bonded to the female luer fitting. The set passed priming, and the IV team started the patient IV to administer an unknown drug. The tubing slipped out and caused a leak with some blood loss (unknown quantity). The leak was discovered right away (exact time unknown). This condition occurred with one (1) interlink IV catheter extension set, product code 2n3378, lot number unknown. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this report. Sample availability is unknown. No additional information was provided.